Manufacturer narrative:
(B)(4). The customer indicated that the issue was related to the patient and skin condition. The customer declined service. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that during a pvi/right flutter ablation, a patient received a 2nd degree skin burn. It was noticed after removal of the patch. A superficial pink blister and redness appeared on the patient's skin. The patient was kept for normal ep protocol and then discharged. There was a consult for wound care and the patient was prescribed "silvadene". All catheters and ref patches were disposed off. It was noted that the patient was obese and sweating.

Manufacturer narrative:
The patient was released the same day, there was no serious or permanent injury reported. No additional information about the patient or the procedure has been provided by the facility. Upon completion of the equipment analysis, a 3500a supplemental will be submitted to the FDA as required. Concomitant products: carto 3 system, catalog # fg540000, serial # (B)(4). Coolflow irrigation pump, catalog # cfp002, serial # (B)(4). Lasso 2515 nav variable catheter, catalog # ln222515ct, lot: unknown. Navi-star, thermo-cool, electrophysiology catheter, catalog # ni75tcbh, lot # unknown. Soundstar 3d diagnostic ultrasound catheter 10f, catalog # sndstr10, lot # unknown. Carto 3 external reference patch, catalog # crefp6, lot # unknown. (B)(4).